Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Erosion and infection. The procedure took place at (B)(6) health. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).